Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the o2 gas module was replaced and returned for investigation. Simulated use test of the received o2 gas module have not reproduced the described customer issue. Evaluation of the received device log shows matching events, between july 08, at 16:35 and july 11, at 14:49, several alarms for high o2 concentration. A pre-use check was confirmed to be successful prior to this ventilation period. There are also alarms for airway pressure high. Our investigation has concluded that the most probable cause of the given alarms are related to the behavior of the nozzle unit mounted on the o2 gas module. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. High airway pressure alarms are common during patient treatment. They can be patient related and/or due to parameter and alarm limits' settings.

Event description:
It was reported that the o2 concentration was higher than set. There was no patient harm. Manufacturer ref. #: (B)(4).